Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the surgeon feels the torque limiting handle was not calibrated correctly, and did not output enough torque on the closure tops during surgery. There have been no patient impacts reported to date.

Event description:
It was reported that the surgeon feels the torque limiting handle was not calibrated correctly, and did not output enough torque on the closure tops during surgery. There have been no patient impacts reported to date.

Manufacturer narrative:
Device evaluation: the torque handle was sent to the supplier for inspection. The inspection found that the handle was in specification so no problems were found with the torque output. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use these devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.